Manufacturer narrative:
A review of the implant's mfg record indicates that it was mfg to specification. Based on the info available, the root cause of the event cannot be determined. Should add'l info be obtained to further this investigation, this report shall be updated.

Event description:
It was reported that the pt is experiencing pain. At this time no revision has been performed or is planned.